Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor illumination and footswitch issues. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The table top illuminator and the footswitch were both replaced to address issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 2, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿footswitch problem¿ cannot be determined conclusively, without the returned sample. The root cause of the reported ¿poor illumination¿ can be attributed to an illuminator. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A tabletop illuminator module and a lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. The returned lamp was placed in a known-good illuminator module; however, the lamp was found to be tight fitting and could not be tested further. A known-good lamp was then installed into the sample module then in installed into a calibrated system for function testing. The module did not display any sm on boot-up and the lamp was able to ignite. The illumination from the port 1 side of the module was found to be low and upon disassembly a cracked aspheric collimating lens was seen on the port 1 side. Based on the information obtained the root cause of the reported ¿poor illumination¿ can be attributed to a tight fitting lamp and a cracked aspheric collimating lens. An internal investigation has been opened for the cracked lens issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A footswitch was received for evaluation. A visual assessment of the returned sample revealed a substantial amount of dust and debris; however, no nonconformities that would result in the presence of functional issues. The footswitch was installed into a calibrated system for functional testing. The footswitch was found to meet specifications. The footswitch was then tested and found to meet specifications. The returned sample was found to meet specifications. As such, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The table top illuminator and the footswitch were both replaced to address issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 2, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿footswitch problem¿ cannot be determined conclusively, without the returned sample. The root cause of the reported ¿poor illumination¿ can be attributed to an illuminator. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).